Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis station is not communication and download has stopped. The customer stated that the malfunction directly affected to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and downloaded had stopped. A technical support specialist performed to check the data sync log, upload data for change tracking range, found that error obtaining context data from sync server address changed and advised the customer to check with the health information technology to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.